Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that there was an unknown error "20c". Product was provided for investigation. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the bin file was performed and a transmitter failed error was found in connection to the reported allegation. Confirmation of the complaint was confirmed via product. The probable cause was unable to be determined via product.